Event description:
A malfunction was reported on the pump, but no notable events occurred prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer service provided information on how to reset the pump, assisted the caller with the reset, and confirmed that the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any malfunction code reappears, which the caller acknowledged and understood.